Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter stated that the audio bolus button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/10/2014 with the following findings:during testing, the bolus button required presses with increased force to engage. The bolus button cover was removed, and contamination was found. Unrelated to the complaint, the battery compartment was observed to be cracked.